Manufacturer narrative:
The technician cleaned the hi/low drive and hi/low brake assembly to resolve the issue. This MDR is a result of a CAPA activity for the retrospective review of complaints.

Event description:
The technician alleged that the hi/low was drifting on this bed. No injury reported.